Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture - baker grade unknown.

Event description:
Physician reported capsular contracture - baker grade unknown. Device remains implanted. This relates to the right side.

Event description:
Physician reported capsular contracture - baker grade unknown. Device status unknown. This relates to the right side

Manufacturer narrative:
Additional, changed, and/or corrected data: b5